Event description:
It was reported that a presyncopal patient presented in clinic and the ventricular lead exhibited noise. The noise was not reproducible with isometrics. The lead was capped and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).